Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir when she had filled the reservoir that same day. While troubleshooting the insulin pump alarmed no reservoir with an empty reservoir. Customer's blood glucose level was 241 mg/dl. The device was not returned.